Event description:
It was reported that a patient experienced difficulty attaching the connector during a routine supply change for the ilet system and was initially unable to lock it into place, but ultimately secured the connector and completed the change after troubleshooting and education were provided. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or therapy and no alerts or alarms. Investigation included customer technical support troubleshooting and user education. Investigation of this case revealed user difficulty with the connector that was resolved with guidance and correct technique. It was concluded that the device functioned as intended after proper attachment and no device malfunction was identified.